Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed a rise in power consumption. Analysis of the device revealed that the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump lower housing and impeller surfaces. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. Independent pathology report revealed evidence of thrombus within the pump. The ingestion/formation of thrombus within the device may have limited the performance of the device and potentially triggered the high power event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Log file analysis review date november 12th 2015: seventeen high watt alarms have been logged since (B)(6) 2015. The current high watt alarm limit is set to 8.0w. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that this patient presented with hematuria, elevated lactate dehydrogenase (ldh) levels, "high watt" alarms, and international normalized ratio (inr) of 2.2. Log files were sent and the patient's coumadin was held. The patient was initially treated with heparin before transitioning to an integrilin infusion. On (B)(6) 2015 the patient was taken for pump exchange. The surgeon noted thrombus was in the left ventricle when exchanging the device. The last report received indicated that the patient had suffered an embolic stroke the day following pump exchange. He remains hospitalized with a poor prognosis. Investigation is ongoing.